Manufacturer narrative:
Customer reports experiencing high fam background in their runs with recently received kits from lot m2200696. Field applications team reviewed customer's run data and noted that poor temperature control was the likely cause of unusually high fam background. Late curves noted in the runs were reviewed. When runs were analysed using a multicomponent plot, curves were not robust and did not indicate amplification. This is indicative of artifacts present in the samples. Device was functioning correctly. Customer has been informed of investigation findings and best practices. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer reports experiencing higher than expected fam background, leading to unusual results. Further communication with customer revealed that late covid curves are being observed when customer is testing patient samples using this lot (lot m2200696). Late covid curves appear to be false positive results.